Event description:
It was reported that the spinejack implant was unable to be released from the handle and was pulled off of the vertebral body by the surgeon. A piece of the expansion broke off and remains implanted in the patient. There was no medical intervention or additional adverse consequences reported.

Event description:
It was reported that the spinejack implant was unable to be released from the handle and was pulled off of the vertebral body by the surgeon. A piece of the expansion broke off and remains implanted in the patient. There was no medical intervention or additional adverse consequences reported.